Event description:
First device did not work. Rep and surgeon tried several methods to make it work, but it never finished cavity assessment. Hologic rep was present. A new device was opened to complete procedure. Manufacturer response for novasure, (brand not provided) (per site reporter) issued rga# and sent replacement product.